Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter actuation failure occurred during the calibration. The procedural type was unknown. The surgery completion and replacement details were unknown. There was no contact with patient.